Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device lost power. The cords were replaced; however, the device still did not have power. The hemopro 2 adaptor was replaced and the device worked properly. The hospital did not report any pt effects. The hospital will reported not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).